Event description:
The user facility reported a 75 year old female with an impella cp for acute myocardial infarction. It was reported that after the pump was explanted, the experienced a drop in hemoglobin that required 1 unit of packed red blood cells (prbcs). The team confirmed the issue was due to iron deficiency anemia.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella device was not returned for evaluation. Data logs were not provided. However, clinical details states the patient was diagnosed with iron-deficiency anemia during support which resulted in low hemoglobin. Therefore, the root cause of hemolysis was most likely due to patient condition & unrelated to impella.